Manufacturer narrative:
Updated: g2, h6, h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the broken/snapped distal tip issue could not be determined, however, the issue was likely due to excessive stress, user hand handling/mishandling. In addition, the following non-reportable malfunctions were found during the device evaluation: -channel water/air leakage from flexible part/curved part. -the image is black and no image is displayed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that there was channel water/air leakage from the flexible/curved part and the no image was displayed. It was also noted that the curved rubber was cut. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the evis lucera ultrasonic bronchofibervideoscope distal end tip was snapped off. It was noted that the needle was not able to be passed through during procedure and the tip snapped. The parts were all retrieved and the distal end was hanging off the scope. The procedure was completed with another device. There were no reports of patient harm associated with this event.